Manufacturer narrative:
The rlt281418j, lot # 20997772, UDI: (B)(4) is being reported under MFR report # 3007284313-2020-00134. (B)(4): according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to occlusion of the device or native vessel.

Event description:
The following was reported to gore; on (B)(6) 2020, a patient underwent endovascular treatment of an abdominal aortic dissection using a gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. On (B)(6) 2020, the patient complained the right limb pain. The CT imaged identified that the gore® excluder® aaa endoprostheses implanted in the right limb were occluded with thrombus. The physician attempted to address the occlusion using an endovascular technique, but the guide wire couldn¿t be delivered to the lesion. The physician abandoned the endovascular technique. A femoral ¿ femoral bypass was created. The patient tolerated the procedure. The physician stated that the lumen of endoprosthesis became narrow because the right external iliac artery was tortuous, and this led to the thrombus occlusion of the right limb.

Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Event description:
The following was reported to gore; on (B)(6) 2020, a patient underwent endovascular treatment of an abdominal aortic dissection using a gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. On (B)(6) 2020, the patient complained the right limb pain. The CT imaged identified that the gore® excluder® aaa endoprosthesis implanted in the right limb was occluded with thrombus. The physician attempted to address the occlusion using an endovascular technique, but the guide wire couldn¿t be delivered to the lesion because of the presence of the thrombus. The physician abandoned the endovascular technique. A femoral ¿ femoral bypass was created. The patient tolerated the procedure. The physician stated that the lumen of endoprosthesis became narrow because the right external iliac artery was tortuous, and this led to the thrombus occlusion of the right limb.

Manufacturer narrative:
B.5. Updated.